Event description:
It was reported that the patient expired. Infection was noted. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is alzheimer and dementia.

Manufacturer narrative:
The device was tested and the results indicated that the device exhibited normal device characteristics.